Event description:
Hosp. Received a report that a pt who had calcaneal orif surgery in august 2005 has an ongoing infection. The pt was implanted with isotis orthobiologics' orthoblast ii putty, 5cc, lot: 510319/050366 plus cancellous bone from community tissue services. Infection was reported as methicillin-resistance staphylococcus aureus. The pt is being treated with antibiotics.